Manufacturer narrative:
Spouse of type 1 diabetic on vgo since (B)(6) 2017 reported that her husband was throwing up and said his stomach was hurting. She said her husband was very thirsty. The patients wife took him to the ER where it was found his blood sugar was 630. The hospital removed the v-go from the patient when the patient was admitted. On (B)(6) 2017 his bg was slightly elevated in the 200 range; on (B)(6) 2017 his bg in the 400 range, he was nauseated with emesis, had polydipsia, polyuria, stomach pain and very tired. Pt. Continued to perform his farming chores and taking care of his cows before he went to the hospital. Pt. States that at the hospital he was given the diagnosis of dka and admitted to the ICU until (B)(6) and then transferred to a medical floor until his discharge to home on (B)(6) 2017. . When the pt. Was admitted to the hospital it was reported that his wbc count was elevated and he had a likely infection. The pt. Also had more carbohydrates without adequate prescribed bolus dosing the evening prior to the bg of 400. The hyperglycemia in this report is likely related to the suspected infection and inadequate bolus dosing for bg mgmt. For the hyperglycemia, compounded by the pt. Continued strenuous physical activity prior to the admission for dka. The vgo the pt. Was wearing when hospitalized was disposed of. Most likely the hyperglycemia can be attributed to the infection (wbc count reported as twice the normal count upon admission and pt. Reports being on continued IV antibiotics while hospitalized and discharged on oral antibiotics) with inadequate bolus correction for bg mgmt. There is no evidence of device malfunction in this report. Root cause most likely can be attributed to the infection (wbc count reported as twice the normal count upon admission and pt. Reports being on continued IV antibiotics while hospitalized and discharged on oral antibiotics) with inadequate bolus correction for bg mgmt.

Event description:
Spouse of type 1 diabetic on vgo since (B)(6) 2017 reported that her husband was throwing up and said his stomach was hurting. She said her husband was very thirsty. The patients wife took him to the ER where it was found his blood sugar was 630. The hospital removed the v-go from the patient when the patient was admitted. The patient had given himself a couple of clicks before leaving for the hospital. Pt. Is a farmer and is very active. On (B)(6) 2017 his bg was slightly elevated in the 200 range; on (B)(6) 2017 his bg in the 400 range, he was nauseated with emesis, had polydipsia, polyuria, stomach pain and very tired. Pt. Continued to perform his farming chores and taking care of his cows before he went to the hospital. Pt. States that at the hospital he was given the diagnosis of dka and admitted to the ICU until (B)(6) and then transferred to a medical floor until his discharge to home on (B)(6) 2017. Pt. Reports he changes his vgo every 24 hours, boluses 2 clicks at each meal regardless of his food intake/bg values and monitors the insulin in the vgo viewing window. When the pt. Was admitted to the hospital it was reported that his wbc count was elevated and he had a likely infection. The pt. Also had more carbohydrates without adequate prescribed bolus dosing the evening prior to the bg of 400. The hyperglycemia in this report is likely related to the suspected infection and inadequate bolus dosing for bg mgmt. For the hyperglycemia, compounded by the pt. Continued strenuous physical activity prior to the admission for dka. The vgo the pt. Was wearing when hospitalized was disposed of. Most likely the hyperglycemia can be attributed to the infection (wbc count reported as twice the normal count upon admission and pt. Reports being on continued IV antibiotics while hospitalized and discharged on oral antibiotics) with inadequate bolus correction for bg mgmt. There is no evidence of device malfunction in this report. Pt. Changed vgo every 24 hours, monitored the insulin in the vgo viewing window and did not notice any more insulin than usual in the vgo.

Manufacturer narrative:
V-go lot#: provided was used to produce multiple finished goods lots. The most current UDI#: was provided in UDI#: and the other UDI's are listed here: ((B)(4). UDI#: provided initial reporter corrected health professional: no. Non health care professional. Follow up #1. Correction/additional information checked. Date provided.